Manufacturer narrative:
Additional information: sections b.3 & h.6. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. A review of the device history record noted no rework. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. Antihistamine and anti-infection drugs (type unknown) were used; however, the issue did not resolve. The recipient was hospitalized on (B)(6) 2025. The recipient¿s device was explanted on (B)(6) 2025. The device is reported to have been discarded and will not return for analysis. The recipient was not reimplanted.

Manufacturer narrative:
The infection has reportedly resolved. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.